Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21442499.

Event description:
It was reported that the patients spinal cord stimulator (scs) was not working. X-ray was taken and revealed that lead came out of the epidural space. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded.